Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the ultrasonic level sensor wires were frayed and were exposed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the level sensor. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.